Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when testing navigation with the demo lumbar model, navigation was inaccurate by 2mm. The scans were tried with different reference frames and different probes. The scans were done with both the right and left trackers. With manual registration, the precision was optimal. It was only inaccurate with automatic registration. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was calibrated and both sides were verified. Navigations transferred, but the left side appeared to have a visual deviation. Right side navigation and accuracy was ok, but the left side was not. The left side tracker required replacement. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.